Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer was treated for the high blood glucose with their old insulin pump. The customer was assisted with trouble shooting and was advised to change the sets on their device and to try to perform a bolus. The customer did not contact their health care provider. The customer did not return the product back for analysis.